Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e330 was conducted. There were no nonconformances related to the complaint. The lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. Service order report, #(B)(4), feedback: the service technician cleaned the instrument and replaced the collect pump head assembly. The system checkout procedure was then successfully performed and the instrument was returned to service. A photo analysis was conducted for this complaint. A review of the photos confirmed the leak. However, the location of the leak could not be confirmed based on the available information. The root cause of the leak could not be determined based only on the photos. A review of the device history record did not identify any related nonconformances. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a pump tubing segment leak that occurred just after buffy coat collection. The customer stated that the leak squirted onto the floor. The customer reported that the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient was in stable condition. The customer reported that there were no alarms during the treatment procedure. The customer stated that the leak had gone under the pump tubing organizer and that the leak seemed to be coming from the pump tubing segment that was on the left side of the pump deck . The customer reported that the kit was discarded. Service was requested. Photos were submitted for investigation.